Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm. The aortic neck had slight (20 degree) anterior angulation, it is 22 mm in diameter below the renals, 21 mm in diameter, 1 cm lower and 23 mm at 15 mm. The iliac arteries measured 9 mm in diameter bilaterally. It was reported that the bifurcated stent graft was inserted through an introducer sheath. The stent graft was deployed at the level of the contralateral gate. The gate was cannulated and the contralateral limb was deployed. As the physician went to deploy the remainder of the ipsilateral limb, the physician inadvertently pulled the sheath causing the whole stent graft to pull down 1 cm; however, there was no endoleak present. The decision was made to implant a 26 mm diameter aneurx cuff as a precaution. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Inadvertently pulled the sheath, causing the whole stent graft to pull down.